Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that evidence was observed indicating that the device was applied on over indicated tissue. Functional testing required the interlock to be overridden and the reload was applied to test media. The reload interlock was tested and found to function properly. The most likely cause could not be established from the information available. Deformed anvil clamping mechanism may occur either by firing over tissue that is beyond the recommended thickness range, or by firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon pressed the green button and partially squeezed the handle, and the stapler did not fire. A new reload was used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that the device was applied on over indicated tissue.